Event description:
It was reported to philips that when attempting to reboot the system, the system was unable to fully boot. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during vascular planned procedure. The procedure was aborted. It was reported to philips that the system was unable to turn on. Review of the logfile does not confirm the reported malfunction but shows an error of malfunction table. Upon troubleshooting, the philips remote service engineer (rse) checked with the customer and customer stated that they performed a power cycle in order to reset the system hoping that it would come up ready and they shut it down to the wall with the ups, but did not power it on properly, which caused the system to not come up ready. The philips field service engineer (fse) checked the system onsite and found that the issue was due to user error. To resolve the issue, the fse powered on the system correctly, and it came up ready. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.